Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that theses lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aorto-esophageal fistula with conformable gore® tag® thoracic endoprostheses. On an unknown date, imaging identified an infection. It was reported the physician believes the infection was caused by the fistula. On (B)(6) 2016, open thoracic repair was performed whereby the ctag devices were explanted, and the thoracic aorta was repaired with a surgical graft. The patient tolerated the procedure.